Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The patient had an extensive anterior infarction the day before. A catheterization was performed and a total occlusion was found of the non-tortuous, non-calcified proximal anterior descending (pad) coronary artery. The lesion was crossed with an iq guide and the physician noticed that the lesion was almost at a bifurcation and the diagonal was large. With the maverick2 monorail ptca catheter, the lesion was predilated in the pad at 4 atms, without problems. The guide was repositioned on the diagonal. The same balloon was positioned on the diagonal. When the balloon was inflated, the patient had a coronary embolism and had shock. (It is believed that the balloon ruptured some time after the first dilation and, when inflating, air entered the artery.). Immediately afterwards, a liberte stent was implanted in the lesion at the pad, and the patient was taken to intensive care unit with a balloon pump. When the balloon was removed, it was found that the balloon was ruptured (the doctor describes it as a "tiny hole"). Patient status is reported as "critical" and remains in the intensive care unit. Pt status reported as 'good' as of 06/07/2006.